Event description:
It was reported that the subject device had b30 scope communication error. The event occurred during set up or inspection for use. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. The customer contacted olympus technical assistance support (tac). The customer informed tac of the event. Tac informed the customer that once the b30 error comes up, they must press the esc key to clear the error, then both the cv-190 and the clv-190 must be powered off before trying a new scope, not hot swapping the scope. Also, tac advised to clean the contact points on the scope with an alcohol prep pad, wait for the scope to dry, reconnect the scope, power everything back up, and observe the result and to reseat the maj-1941 cable at both ends. Tac advised to get a third scope to test, but before inserting to try blowing some canned air into the scope socket contacts to clean off any possible particles, customer confirmed that the error was not present with third scope and when plugged back in the prior scope, and error has been cleared and no longer present, even after capturing images. The device will not be returned to olympus for evaluation.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: g1, h2, h6, h11. Three attempts were performed to obtain additional information, but no response was received from the customer. The device was not returned to olympus for inspection and the reported failure was not confirmed. Based on the results of the investigation a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.